Manufacturer narrative:
An event of valve migration, atrioventricular block and moderate to severe aortic regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and not returned for analysis. Based on the information received, the cause of the reported incident is consistent with a severely alcification, but could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported that on (B)(6) 2023 a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The valsalva diameter was measured as 30.3mm, the valsalva sinus height was 19.3mm, the valve orifice area was 461.4cm2, the circumference of valve ring diameter was 78.2mm, and the ascending aorta diameter was 36.3mm. It was reported that the patient had calcification extending beneath the aortic annular plane in the interventricular septum. Prior to implanting the valve, a pre-procedure balloon aortic valvuloplasty was performed using a 20mm non-abbott balloon. The delivery system was inserted and traversed to the intended location without problems. While starting to deploy the valve, complete atrioventricular block (cavb) occurred at 60% deployment. The valve was recaptured, and positioning was adjusted. Pacing was started, and the valve was attempted to deploy at a shallower depth. At 80% deployment, the placement depth was 0-1 mm from the non-coronary cusp (ncc) and 1-2 mm from the left coronary cusp (lcc). After the valve was released, it shifted upwards to 10mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). Atrial regurgitation worsened and the gradient was measured at 30mmhg. A 26mm non-abbott valve was then implanted in a valve-in-valve procedure and the procedure was concluded. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.